Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/10/2016 with the following findings: investigators were unable to duplicate the complaint; the review of the black box showed that the data from the date of the complaint has been overwritten. The battery cap was not returned with the pump. A test cap was able to secure. The pump powered on to a verify screen with intact auditory and vibratory features. The pump electrical current draws measured within specifications; a battery life issue was not duplicated during the investigation. Unrelated to the original complaint, the pump case was cracked. Upon removal of the pump cover, evidence of internal moisture was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.